Event description:
The pt developed nodules at treatment site, immediately after treatment with bovine collagen. The physician excised the nodules seventeen months after treatment. She performed culture and sensitivity, and a biopsy, of the material that was removed. The biopsy revealed necrotic debris and foreign body reaction.